Manufacturer narrative:
Concomitant medical products: 459878 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged resulting in loss of capture in all vectors. The lead was explanted and replaced. The day after the procedure, the patient still had bleeding from the pocket and a pocket revision was done. The device remains in use. No further patient complications have been reported as a result of this event.